Event description:
It was reported that during the implant procedure, the right atrial (ra) lead would not stay in place. The lead was not used. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).